Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge and resumed insulin, resolving the occlusion events, and cts transferred the caller for additional assistance due to recurring issues.